Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her daughter was admitted to the hospital due to low blood glucose on (B)(6) 2020 with a blood glucose level 40 mg/dl. Customer had headache and illness as a result of low blood glucose. Customer was passed out and glucagon shots given for the treatment. Customer was in the emergency room. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. The test p-cap locks properly in place in the reservoir compartment noted. Device received with scratched case, pillowing keypad overlay, cracked case behind the device at the battery compartment and cracked battery tube threads. (B)(4).